Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary did not power up and appeared offline in remote smart service. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device in this incident. It was determined that the auxiliary drawer was failed, caused station to crowbar. A field service engineer (fse) had replaced the control board and the retractor, ran diagnostics, tested the drawer and all pockets, configured the drawer issue was resolved. The system functioned as intended after the field service engineer repaired the device.